Manufacturer narrative:
The autopulse platform (sn (B)(4)) is a reusable device and was manufactured on 16 jan 2008 and has exceeded its service life of 5 years old. As part of routine service during preventive maintenance, the platform was evaluated and found physical damages. Upon power up, the platform displayed a system error, out of service, revert to manual CPR message which was attributed to a defective processor board. The processor board was replaced to remedy the error message. The platform was further tested and displayed user advisory (ua) 16 (timeout moving to take-up position) and user advisory (ua) 17 (max motor on time exceeded during active operation) error messages which were attributed to a defective drivetrain motor. Upon replacement of the drivetrain motor and the damaged parts, the platform was further tested, passed all final testing and met all specifications without any further issues observed. Historical complaints were reviewed for service information related to the reported complaint and ccr (B)(4) was reported for the autopulse platform with serial number (B)(4) for a drivetrain replacement. The review indicated no previous history of complaint reported for a system error message or a ua 16 error message on the platform.

Event description:
The autopulse platform (sn (B)(4)) was returned to the manufacturer for annual preventive maintenance. During functional testing, it was indicated by the service technician that the platform displayed a system error, out of service, revert to manual CPR message during initial power up.